Event description:
Additional information was received from rep. Rep reports that the leg stiffness could be because the therapy was set too high. Rep instructed pt to decrease it to 0.2ma. Rep reports they will see if this has resolved the issue once the patient reports back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports that the actions taken to resolve the low impedances was continuation of impedance testing of device and leads, and bypassing involved contacts during programming. Rep reports the issue was not resolved as of 2026-feb-03, patient is satisfied with coverage. On 2026-feb-18: additional information was received from the patient (pt). Pt reports that yesterday they switched group from a to b and it was good. Pt stated that group a wasn't exactly perfect for them. Pt said the issue started during the first few days when they got the implantable neurostimulator (ins), it didn't reach all the way down to their ankle and it didn't work too well. Pt stated that they legs was heavy and stiff, and they don't know how to fix it. Pt mentioned that they tried to adjust the stimulation, but it didn't help. Agent had pt to try another group. Pt tried group c and said that they were feeling a little better but not right. Agent reviewed information. Agent redirected pt to their health care provider (hcp) to further address the issue. Pt said they would call their rep.

Event description:
Additional information was received from the manufacturer representative (rep) stating they have left multiple messages to the patient on 2/20/26 and 2/26/26 with no call back. The cause of the issues is unknown and they will try reprogramming the stimulator if they get in contact with the patient. Issue is not resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2026, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2026, explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had an impedance issue, specifically low impedance and a short. The exact impedance values reported were 7-719 and 11-729. No troubleshooting was performed, and the cause was not known. The issue is ongoing, and no replacement products were required. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.